Event description:
The customer reported that the screen was blank and the unit wouldn't power up at all. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the screen was blank and the unit wouldn't power up at all. There was no reported patient involvement. The device was evaluated by a philips field service engineer. Multiple parts were replaced. We are considering this a malfunction but we cannot determine the cause because multiple parts were replaced.